Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 19838744.

Event description:
A report was received the patient was experiencing pain at the site of the ipg and along the areas where the extensions were implanted. The pain was amplified when stimulation was turned on after 1 to 2 hours. The patient also experienced pain when charging the ipg. The physician suspected a leakage in current. A scan and an echography was performed which showed inflammation close to the ipg site and extensions. Blood test was also performed and found no sign of infection. The physician decided to perform a revision procedure to explant both extensions and reposition the ipg. The patient was doing fine post operatively.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-extension upn: (B)(4), model: lead extension kit 35cm serial: (B)(4), batch: 7004586. It is indicated that the device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental med watch will be filed.

Event description:
A report was received the patient was experiencing pain at site of the ipg. The pain was amplified when stimulation was turned on after 1 to 2 hours. The patient also experienced pain when charging the ipg. The physician suspected a leakage in current. Physician decided to perform a revision procedure and explant both extensions and reposition the ipg. The patient was doing fine post operatively.

Event description:
A report was received the patient was experiencing pain at the site of the ipg and along the areas where the extensions were implanted. The pain was amplified when stimulation was turned on after 1 to 2 hours. The patient also experienced pain when charging the ipg. The physician suspected a leakage in current. A scan and an echography was performed which showed inflammation close to the ipg site and extensions. Blood test was also performed and found no sign of infection. The physician decided to perform a revision procedure to explant both extensions and reposition the ipg. The patient was doing fine post operatively. Additional information was received as the sales representative provided model and serial number of additional device, the ipg.